Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ors.org/transactions/61/0100.pdf. This report will be amended when our investigation is complete.

Event description:
It is reported the patient has been revised for an unknown reason. During the surgery, it was noted there was corrosion.

Manufacturer narrative:
No device or photo was provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.